Event description:
It was reported by service report that the scale is off by 6 lbs. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - load cell out of calibration.